Manufacturer narrative:
The device was received for evaluation. During functional testing, failed psi (pounds per square inch) testing was not reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration downstream sensor. The downstream sensor.

Event description:
It was reported that a spectrum pump had an issue of failed psi (pounds per square inch) test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.